Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-9811 apollorf¿ mp90, aspirating ablator, 90° batch number: 66400188, was received for investigation. -functional testing was not performed due to that the damage in the device. -visual evaluation found that the aspirating probe electrode face was detached.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 01/18/2023 by a sales representative via sems that an ar-9811 apollo probe tip fell off during a case. Case involvement, device broke during use.